Event description:
Procedure: appendectomy stoppage of blood via hf surgery! Reportedly, the appendix base was treated with the device however, "massive" arterial bleeding occurred after about 1 minute. The bleeding was stopped via "high frequency" generator (cautery). There was no injury to the patient reported.